Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device rebooted twice while monitoring a patient. There was no impact ot the patient.